Manufacturer narrative:
PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer false negative. Test in all bank and reseat cables of gort board but still failed with timeout. Ran qpm pass and ran positive control but still gave a false negative result. Bd max¿ system, bd max¿ instrument. Repeat testing was performed. No patient impact was reported the following information was provided by the initial reporter: customer reports raised concerns regarding multiple run with false negative results.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false negative". Fse was dispatched to the customer site to verify functionality and perform cleaning of the reader tray due to heater time-out errors. 5-ch qualification was performed and failed due to heater time-out. Further troubleshooting identified the gort board within the lysis heater to be malfunctioning and causing error messages. Possible replacement of the lysis heater gort board to resolve the issue. Service is awaiting response from customer to complete the repair. This complaint is confirmed by service. Root cause is unable to be determined based on the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument ct2016 is not required as this complaint does not allege an elf/fai of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument ct2016, and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported by the customer false negative. Test in all bank and reseat cables of gort board but still failed with timeout. Ran qpm pass and ran positive control but still gave a false negative result. Bd max¿ system, bd max¿ instrument. Repeat testing was performed. No patient impact was reported the following information was provided by the initial reporter: customer reports raised concerns regarding multiple run with false negative results.